Event description:
In 2003 while treating a pt who was suffering form shortness of breath, sweating and vomiting, this defibrillator was powered on with the intent of monitoring with monitor pads, and would not turn on. It was noticed that the battery was not being latched in place because the battery ejector was broken. The battery was held in place by hand and the defibrillator powered on, the pt was monitored and then transported to a hosp.